Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 1/26/2018 in the initial report. The date returned to manufacturer was corrected to 1/23/2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Manufacturer name: the manufacturer name was inadvertently documented as synthes (B)(4). The name has been updated to depuy synthes products llc. Additional information: upon subsequent follow-up with the reporter, additional information was received. The reporter clarified that three additional sagittal saw attachment devices were used in this same event. Therefore, this report is event 7 of 10 of the same event. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the bearings were rusted inside and did not run smoothly. It was further determined that the needle bearing was rusted and the needles were broken out and were scattered inside of the housing. It was further determined that the coating on the adjuster fork was partly worn off. It was observed that the shaft coupling had a light rust film on the shaft and the eccentric shaft had corrosion spots and a hairline crack on the base of the shaft. It was further determined that the device failed pretest for check of free movement, check the oscillation frequency min 9900 to 12100osc/min and check the saw performance. It was further determined that all of the steps of the pre-repair diagnostic could not be performed because the attachment was blocked / moved heavily. It was determined that the mechanics was dirty, oily and corroded. It was further determined that the mechanics seized, jammed and was moving heavy. It was observed that the bearing was not functioning and was defective. It was observed that the eccentric pin was broken. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 7 of 7 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that seven sagittal saw attachment devices stopped working less than one minute after starting. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.